Event description:
It was reported that during a thyroidectomy procedure, the clips were dropping from the jaws of the device. The clips fell into the patient but were retrieved. It is unknown how the case was completed, there was no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.